Event description:
It was reported that after completion of a shoulder arthroscopy, a beeping noise was heard and the user observed the ablator operating on its own while laying on the mayo stand connected to the generator. The user disconnected the power supply to stop activation. There was no report of serious injury related to this event.

Manufacturer narrative:
Investigation results: an investigation of this device could not be performed because, the device was discarded by the user facility. A review of product history found similar reports for this failure mode. A corrective action was implemented the end of september 2008 to address this problem. A process change was made by the supplier and a design change was made by conmed linvatec to ensure that a robust seal is achieved on the device. Conmed linvatec will continue to monitor this device for failures. The instructions for use caution the user: when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns. Maintain the active electrode tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated electrode outside the field of view.